Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2024-01979. It was reported patient's leads had low impedances which prevented patient from having an MRI. Patient underwent surgical intervention on (B)(6) 2024 during which the leads were found slightly migrated. As a result, the leads were repositioned. Therapy was restored post-op.